Manufacturer narrative:
This report is submitted on march 3, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Reprogramming and external hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 17, 2023.